Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: on 19dec2023, while reviewing imaging from events captured in mfg. Report reference #: 1820334-2023-01391 and 1820334-2023-01392, an incident was noted involving the zenith flex with spiral-z technology aaa endovascular graft iliac leg. The image reviewer noted a right type 1b endoleak, in which the patient required an additional procedure to re-line the zsle graft. Reviews of the documentation, including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, imaging was provided by the facility for expert image review. A type iii endoleak was confirmed by endoleak resolution after relining and the absence of other endoleaks on follow up cta. Whether the endoleak represented a type iiib or type iiia endoleak and which component was involved cannot be confirmed. Immediately post implantation at least three endoleaks were present. These included a type iiia endoleak between the cmd and the distal bifurcated body, a right type ib endoleak, and a left zsle type iiib endoleak or contralateral gate type iiia endoleak. The endoleak multiplicity and persistence of the cmd/bifurcated type iiia endoleak after cuff implant indicated the presence of more generalized endoleak provoking factors such as high act anticoagulation and increased lumen pressures from outflow obstruction. The only single layered portion of the mainbody was the flow divider. Because a portion of the endoleak originated from near the flow divider, an anteriorly jetting type iiib flow divider endoleak at implantation was still a possibility. However, this was not confirmed on the subsequent cta. The cta endoleak was most consistent with a type iiib left zsle suture hole endoleak and much less likely a contralateral gate/ left zsle type iiia endoleak. Absence of the highest density contrast anterior to the aneurysm sac made a flow divider type iiib source very unlikely. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The site provided lots for two devices, but it was not known what graft was used in the right limb. A review of the device history record (DHR) for these two devices lots found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4 warnings and precautions: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up: adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheaths. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. 4.3 pre-procedure measurement techniques and imaging lengths: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhances follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding and compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 4.6 molding balloon use: use care in inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, aneurysm rupture and death, bleeding, hematoma or coagulopathy, endoleak, endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion. 7.1 individualization of treatment: additional considerations for patient selection include, but are not limited to: risks and differences between endovascular repair and surgical repair. Co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity). Patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. The risk of aneurysm rupture compared to the risk of treatment with the zenith spiral-z aaa iliac leg. Patient¿s ability to tolerate general, regional or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. Zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). Freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information: physician should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 11 directions for use: pre-implant determinants. Verify from pre-implant planning that the correct devices has been selected. Determinants include: 1. Femoral artery selection for introduction of the delivery system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm and iliac arteries. 3. Diameters of infrarenal aortic neck and distal iliac arteries. 4. Length from the aortic bifurcation of a previously placed main body or renu form the zenith aaa endovascular graft family of products to the internal iliac arteries/attachment site(s). 5. Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. 6. Degree of vascular calcification. 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. Evidence provided by the complaint facility, device failure analysis, DHR, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, an expert review of imaging provided by the facility, and the results of our investigation, a definitive cause for the failure could not be established. It is possible that the device could have been clogged due to the drainage fluid clotting. The reviewer speculated because of the multiplicity of endoleaks, this indicated more generalized endoleak provoking factors such as a high act (activated clotting time) anticoagulation and increased lumen pressures from outflow obstruction. However, the patient¿s coagulation status preoperatively and postoperatively is not known. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: lot number is either lot: 14220387 or lot: 14154411. E1: phone: (B)(6). Postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During the investigation for a type 3b endoleak on a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg a type 1b endoleak on a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg was identified in the imaging review. The patient had been diagnosed with an aortic aneurysm and atrial fibrillation (recent diagnosis, date unknown). On 30may2023 he underwent a fenestrated endovascular aortic repair (fevar) where the following cook devices were implanted: cook custom made fenestrated graft, (rpn: aaa-reinforced-fen-prox) cook custom made bifurcated main body graft (rpn: aaa-bifurcated-graft) cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-56-zt). Cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-56-zt). All grafts were implanted with technical success. However, on the final run, there was an endoleak noted. The source of the endoleak was unclear and could not be determine or classified by any party on the day of the procedure. Multiple angiography runs were completed at the proximal end around the visceral vessels and also in each limb. No further confirmation of where the leak was originating from could be determined on the day of the procedure. A competitor's short cuff was placed distal to the lowest renal artery but distal enough to allow room for further intervention in the future. The cuff was placed in an effort to exclude an endoleak from the junction of the proximal and distal custom-made grafts. However, the endoleak persisted on the completion angiography. The facility placed an order for a custom made short distal bifurcated body graft with an inverted limb section in order to reline the graft and exclude the endoleak. Further endovascular aortic repair (evar) was completed on (B)(6) 2023. The patient's in-situ grafts were re-lined using the following cook grafts: cook custom made graft (rpn: aaa-body-inverted-leg) cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt). Both sides into the in-situ zsle limbs were relined during the reintervention procedure. Additional cook devices that were reported to be customary to support the procedure included: cook lunderquist wire, cook ansel sheaths, and cook coda balloons. The endoleak resolved on the completion angiogram. The relining procedure was considered a technical success deemed by the physician team. During the imaging review for the related cook devices, it was determined that the cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-20-56-zt) placed on the right side had a type 1b endoleak. The type 1b endoleak on the spiral-z technology aaa endovascular graft iliac leg (zsle-20-56-zt) is the subject of this report. The type 3b endoleak was previously captured in report #1820334-2023-01391.